Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1v09d, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported the patient is having an issue with pain directly under one of her incisions. The patient has a bump and describes the pain as "tingling or burning" and worries wires could be loose. Caller and pt state it hurts when patient presses on area and feels like a "pin prick or sting". Pt states that when she got out of bed she suddenly felt this pain and reached around to feel it and got a stinging sensation. Pt states she now feels it about every half hour. Pt states the pain is on the left side above the cheek and had her surgery on the right. Caller states they uses the pp to check and confirm that stim is on and pt could feel when stim was adjusted. Patient services reviewed the option to turn off stim to see if that is related to what patient is experiencing, and reviewed that the decision to turn off stim is a medical decision and the possibility of return of symptoms if stim were turned off. The patient was redirected to hcp (healthcare professional) regarding medical questions. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). Product ID 3889-28, lot# va1v09d, implanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: va1v09d, ubd: 25-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.